Event description:
It was reported that the procedure was to treat an occluded, heavily calcified and eccentric distal popliteal artery. A command guide wire was advanced to the lesion, but it could not cross. A winn guide wire was then advanced further than the command guide wire, but still it could not cross the lesion. The armada was advanced and it also could not cross the lesion and there was resistance with the guide wire when removing the armada, so the armada and winn wire were removed as a single unit. The procedure was completed without any treatment. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The armada referenced is being filed under separate manufacturing report number.